Event description:
The customer obtained imprecise results during crea quality control testing. Troubleshooting determined that this event is consistent with a malfunction that may cause false patient results to be reported. There was no report of patient harm as a result of this event.